Manufacturer narrative:
On 6/7/2019, device evaluation was completed: device evaluation summary: during evaluation of the sample was found ruptured with evidence of shell abrasion at the edge of it. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. No other anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture. Concomitant medical products: left side mentor 300cc memorygel breast implant, catalog number: 3503251bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 325cc mentor memorygel, breast implant and was presented with breast implant rupture on her right side postoperatively. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 350-4501bc; serial number (B)(4) on the right side and catalog number 350-4501bc; serial number (B)(4) on the left side. The left side was exchanged per patient's request.